Event description:
It was reported that while the patient's stimulation was turned on, she felt pain at her implantable neurostimulator (ins) site. The pain went away within 1 - 2 days after the ins was turned off. The patient tried multiple programs but her symptoms were not resolved. No signs of infection were detected. It was unknown if palpating caused stimulation changes, but it was noted that it did cause pain within 2 inches of the implant site; it was noted that pain occurred with the ins on and off. High impedances, greater than 4,000 ohms, were measured on electrode bipolar pairs #0/2, 0/3, and 2/3; it was noted that the patient got the best therapeutic benefit from one of these pairs. Additional information has been requested, but was not available as of the date of this report.

Event description:
Subsequent information received reported, the patient's soreness in the device pocket area when stimulation was on but would go away after about 12 hours if stimulation was turned off. There was no known accident or incident related to this, but it had been happening since implant. The patient was running stimulation at about 1.0-1.5v and if stimulation was higher, patient felt stimulation in vaginal area and down leg, but once stimulation in normal value that sensation went away. It was also reported that due to the high impedance issue, a nurse was able to program around those electrode pairs (0/1, 0/2, and 0/3 were greater than 4000 ohms), but the patient was still having issue with "soreness." Additional information has been requested, and when received a supplemental report will be submitted.

Manufacturer narrative:
Product ID: 3093-28, lot#: v913913, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial#: (B)(4), product type: programmer. (B)(4).